Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade, it was discovered there was diaphragmatic stimulation from three vectors on the left ventricular (lv) lead. The lead was attempted to be removed, however, the physician was unable to. The lead was capped and not replaced. No further patient complications have been reported as a result of this event.